Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to clamp the blood vessel during procedure, the clip was loosed when the blood vessel was clamped. This resulted to blood vessel bleeding and prolonged the operation time.